Event description:
Revision surgery - the patient had a loosening of his glenoid component that was removed arthroscopically on (B)(6) 2008 (sales rep was not made aware of this). On (B)(6) 2010, the patient had a revision of the remaining components due to increased pain and discomfort. Was converted to a reverse shoulder prosthesis.